Manufacturer narrative:
Correction to h3(device evaluated by mfg). The reported event could not be confirmed since the device was returned for evaluation and was observed to be deformed, not broken. The returned screw underwent visual inspection, which revealed significant deformation of both the screw head and the threads. The first three threads were completely flattened, and the crest edges had started to open up. Additionally, the torx recess on the screw head was noticeably deformed and flattened, indicating that substantial force was applied during implantation or explantation, likely without proper alignment of the screwdriver. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. Based on investigation, the root cause was attributed to be user related. Deformation was caused by use of heavy force with improper alignment with screwdriver. If more information is provided, the case will be reassessed.

Event description:
It was reported that "when removing the lisfranc plate, the heads of the screws break 3.5 mm."

Event description:
It was reported that "when removing the lisfranc plate, the heads of the screws break 3.5 mm."

Manufacturer narrative:
Based on the available information the device will not be returned therefore an evaluation of the device cannot be performed. A review of the device history is not possible because the lot number was not communicated. Should additional information become available, it will be provided in a supplemental report.